Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor memorygel breast implant 375cc gel breast prosthesis, catalog #3507375bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation with a mentor memorygel breast implant 375cc gel breast prosthesis developed a nodule on her left breast. The patient had an ultrasound performed on (B)(6) 2015 that showed the left breast nodule. In addition, the patient had another ultrasound performed at a later date that confirmed left implant rupture. As a result, the patient underwent explantation and replacement with allergan breast prostheses on (B)(6) 2018.